Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12879. Related manufacturer reference number: 1627487-2019-12880. Related manufacturer reference number: 1627487-2019-12881. It was reported the patient is experiencing ineffective stimulation after they had their ipg replaced. Reprogramming was performed; however, it was unable to provide effective therapy. X-rays were taken, and no anomalies were observed. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Upon review, this device issue should not have been submitted as a medical device report (MDR) as no surgical intervention is planned and issue is resolved.